Event description:
It was reported the programmer and stylus were not working. Calibration could not be done. A new stylus touchpen resolved the problem. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.